Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged and could no longer capture. The lead was successfully repositioned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.